Event description:
It was reported that this right ventricular (rv) lead surgically abandoned due to pacing not delivered when required. The rv lead exhibited high impedance higher than 2000 ohms and high pacing thresholds. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).